Event description:
It was reported that customer experienced CGM error 42 while using G7 sensor and contacted distributor for assistance. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through complete pump reset, error did not recur after reset, and caller successfully started sensor session, with no device return planned and no additional information received regarding the outcome of the event.